Event description:
Patient was revised to address femoral loosening at the cement/implant interface. The cement used in the primary surgery was not depuy cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.